Event description:
A customer reported that the pump battery was not charging, despite using a wall outlet and ensuring it was plugged in for at least 30 minutes. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After initially plugging the pump in again with the same charger, the pump began to charge correctly, and the usb connection was recognized as stable. Technical support instructed the customer to monitor the charging situation and sent a courtesy adapter and cable for future use.